Event description:
Surgeon was performing angiogram with distal embolization to the left dfa and thrombus was noted to proximal left sfa that required stent placement. When penumbra indigo system separator 5 wire was being removed technologist noticed shearing and unraveled wire.